Manufacturer narrative:
Findings: motor error alarm during the basic occlusion test and unable to prime during prime test due to faulty force sensor (gold). Motor passed motor test. Pump received with minor scratched display window. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump alarm motor error. Customer's blood glucose was unknown mg/dl. The customer reported the drive support cap appears normal. The customer stated that the device was not exposed to high magnetic field. The customer did not report an motor position encoder error alarm. The customer stated that the reservoir is empty and can't rewind pump. The customer received more one motor error within the last 30 days. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised to return the pump with battery and zero out basal rates.